Manufacturer narrative:
Follow up attempts were made to obtain evaluation, repair and patient information from the customer. If information is received, the complaint will be updated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the system could not control tidal volume parameter exactly. No patient harm reported.